Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed and no physical damage was observed on the sensor patch. Observed sensor plug was visibly not properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (indicating initial state). Insertion failure is due to the plug assembly not seating correctly. Therefore, this issue is not confirmed to use.

Event description:
An healthcare professional reported a customer obtained the error message "countdown 60 minutes" when scanning the adc freestyle libre sensor, on (B)(6)2020. As a result, the customer was unable to treat themselves. The healthcare professional performed a blood glucose test and treated the customer with sugar to increase the customer's blood glucose levels. There was no report of death or permanent injury associated with this event.

Event description:
An healthcare professional reported a customer obtained the error message "countdown 60 minutes" when scanning the adc freestyle libre sensor, on (B)(6) 2020. As a result, the customer was unable to treat themselves. The healthcare professional performed a blood glucose test and treated the customer with sugar to increase the customer's blood glucose levels. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An healthcare professional reported a customer obtained the error message "countdown 60 minutes" when scanning the adc freestyle libre sensor, on 1(B)(6) 2020. As a result, the customer was unable to treat themselves. The healthcare professional performed a blood glucose test and treated the customer with sugar to increase the customer's blood glucose levels. There was no report of death or permanent injury associated with this event.